Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the inspection, it was found that printed circuit board (dx) board was corroded resulting in touch screen blackout. Additionally, the printed circuit board (cp) board display chip was burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite ii video system center exhibited a touch screen blackout. The issue was observed during preparation for a diagnostic otolaryngology. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.